Event description:
It was reported that this implantable cardioverter defibrillator (ICD) paced when not required due to intrinsic rhythm being within a blanking period. Technical services (ts) was consulted and discussed reprogramming options. This ICD remains in service. No adverse patient effects were reported.